Event description:
Healthcare professional reported "left silicone breast implant rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken shell and underweight device. A visual and microscopic analysis was performed which identified sharp broken creases, stress marks, wear abrasion, missing shell (0-25%) and crease folds. Based on the device analysis the final assessment is: broken crease sharp on anterior end and posterior due to fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "left silicone breast implant rupture." The device remains implanted.

Event description:
Healthcare professional reported "left silicone breast implant rupture." Device has been explanted.